Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation. Patient experienced chest pain, leading him straight to the ER, where the r wave sensing had decreased and thresholds were increased. A new lead was implanted. Once the lead was removed, the physician observed a small effusion that did not require intervention. No additional adverse patient effects were reported.